Event description:
The customer reported the buttons of his insulin pump becoming difficult to press and activate. There was no significant event reported leading up to the keypad anomaly. The customer mentioned being completely blind. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 102 mg/dl at the time of the incident. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.